Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient with history of arrhythmogenic right ventricular cardiomyopathy (arvc) underwent right ventricular outflow tract (rvot) ventricular ectopic (ve) and ventricular tachycardia (vt) ablation with a thermocool® smart touch¿ electrophysiology catheter (st) and suffered cardiac tamponade which required a pericardiocentesis. Right ventricular (rv) map created using a pentaray catheter and then continued using st ablation catheter, paso mapping performed. First set of lesions delivered, on the anterior basal rv/outflow tract region, then a further local activation time (lat) map performed using st ablation catheter and additional lesion set was delivered ~1-2cm from the original lesion set. After ablation further mapping of the remaining ve continued and then catheters were moved into the atrium, during this waiting period the patient¿s blood pressure (bp) was dropping. Cardiac tamponade was confirmed via transthoracic echocardiogram (tte) and pericardiocentesis was successfully performed which hemodynamically stabilized the patient. There was no steam pop observed during the case and there was no specific point that the operator noted was suggestive of being the cause of the pericardial effusion. The physician¿s opinion on the cause of this adverse event was suggested as patient¿s condition related, but no firm opinion on the cause was given. It is unclear if the patient required extended hospitalization. A transseptal puncture was not performed. Thee irrigation catheter was used with flow setting: 17/30. No error messages were observed on biosense webster equipment during the procedure. Force visualization features: graph, vector and visitag.